Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (ses) was returned with blood on the shaft and on the handle, consistent with handling and advancing into the anatomy. The stent implant was stationary on the shaft between the markers with no damage noted. The distal sheath was in the distal position and not retracted. Although not reported, the entire circumference of the stabilizer, outer member and I-beam were torn at the distal end of the strain relief tubing. The material at the tear on the stabilizer and outer member was stretched and jagged, suggesting force was applied to separate the material. The guide wire lumen was still intact. There was no other damage noted to the ses. The handle lock was in the locked position. A laser micrometer was used to measure the over the stent outer diameter and this met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, anatomical conditions were not provided. It is likely that the damage occurred during packaging the device for return to abbott vascular. There was no damage noted prior to use suggesting that the damage was not pre-existing. The reported failure to cross appears to be related to operational context and the damage noted on the returned unit appears to be related to mishandling. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. During manufacturing all self expanding stent systems are visually inspected for damage at multiple operations prior to loading into the dispenser coil and packaging.

Event description:
It was reported that the device did not cross. Only plain old balloon angioplasty (poba) was performed. There were no patient effects reported. Return device analysis revealed that the shaft is torn at the strain relief tubing, still attached by the braiding.